Event description:
The customer reported a malfunction on the pump, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer's technical support provided pump reset information and assisted with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared. No further information about additional outcomes was received.